Event description:
Customer reported to beckman coulter, inc. (Bec) that there was blood and diluent in the needle bellows of the coulter lh 500 hematology analyzer while the analyzer was running in the primary mode. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) observed solenoid (sol) 29 was not working properly at pinch valve (pv)21 allowing waste to leak out the top of the bellows. The fse replaced the pump module harness for sol29/pv21 and cleaned the affected area with bleach. There was no further evidence of leaking after the repairs. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).